Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's therapy cable and verified the reported issue. Physio replaced the therapy cable with one from the customer's inventory. After observing proper device operation through functional and performance, the device was returned to the customer for use. Physio further examined the therapy cable through x-ray and found that there was a broken wire at the device connector, which caused the device to not be able to detect a connection and not be able to charge and shock. It was also observed that there was physical damage to the exterior of the cable.

Event description:
The customer originally contacted physio-control to report that the buttons on the printer keypad worked intermittently. There was no patient use associated with the reported issue. Upon evaluation of the customer's device and therapy cable, physio-control observed that the therapy cable failed to detect a connection and the device would not charge and shock.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer originally contacted physio-control to report that the buttons on the printer keypad worked intermittently. There was no patient use associated with the reported issue. Upon evaluation of the customer's device and therapy cable, physio-control observed that the therapy cable failed to detect a connection and the device would not charge and shock.